Event description:
Today we were informed that a lead fracture was suspected back on (B)(6) 2010. All available information suggests this lead remains implanted. If additional information becomes available, this event will be updated.